Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error 130 alarms noted during test. Moisture damage was found on the electronic assembly and force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked belt clip rail case corner, pillowing keypad overlay, corroded battery tube and missing serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Displacement test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.